Manufacturer narrative:
We received one 831f75 catheter with 3ml monoject syringe and arrow contamination shield attached for examination. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per the vigilance manual. The thermistor circuits is continuous, there were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from the catheter body or returned syringe. Lot number was not provided, therefore review of the manufacturing records could not be completed. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that when floating the swan catheter, low co values were observed. The patient was not treated off the low values as the clinician knew the numbers could not be accurate. Troubleshooting was performed with 3 different vigilance ii monitors without success. Another catheter was used and worked successfully. No patient complications reported.